Event description:
It was reported that one of the patient¿s implantable neurostimulators (ins) was removed and replaced, which was not due to any product issues. The impedances on both the patient¿s right brain lead and one of the patient¿s extensions were found to be high. It was noted that the value for both the lead and the electrode was found to be >40000ohms on electrodes c <(>&<)> 0, 0 <(>&<)> 1, 1 <(>&<)> 2, and 1 <(>&<)> 3. The patient was reported as doing well with the therapy.

Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3387-40, lot# j0225510v, product type lead product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3387-40, lot# j0225510v, implanted: 2002-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension. (B)(4).